Event description:
It was reported that the implant at tooth site # 15 fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,mcol mg,3.7mm,10m (tsvmb10) and tool implant removal scr type imp (irt) were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood and a fracture at the collar. Irt tip fracture. No pre-existing conditions were noted on the per. The reported device location was #15 and was used for approximately 3 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63623786 and 2020101164). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63623786 and 2020101164) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.